Event description:
Pt had transvaginal tape implanted on (B)(6) 2009 secondary to stress urinary incontinence. She developed pain in the vaginal area and continued urinary incontinence. Her gyn referred her to a urologist who took her to surgery to remove the sling and it was found to be eroded.